Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation discovered during surgery ". Healthcare professional later reported "rupture" and "completely deflated and flipped" this record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "deflation discovered during surgery ". Healthcare professional later reported "rupture" and "completely deflated and flipped" this record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation/ use error: observed an opening assessed as an unidentified (tear) opening. Flipping: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.